Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient returned the communicator as the power cable was burned. A boston scientific field representative provided a new cable but the communicator showed three yellow sending waves. The field representative performed some troubleshooting steps but the issue persisted. The communicator will be replaced. No adverse patient effects were reported.